Event description:
The facility was performing an in house demonstration on how to operate saf lift, the hydraulic fluid started leaking out from the supply line. The hydraulic fluid spilled onto the participant and burned her hand.